Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. A review of the event trace date revealed a "ln vent1" condition preceded by "bat mpt1" condition. As a pre-caution the service technician replaced the solenoid manifold.

Event description:
It was reported to vyaire that during morning start up the lap top ventilator 1200 alarmed ventilator inoperable (inop). The customer confirmed that there was no patient involvement associated with the reported issue.